Manufacturer narrative:
H3, h6: the real intelligence cori (israel), rob10024, intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a loose wiring connection. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. In the event of a system failure, refer to the product user manual to complete the procedure using manual instrumentation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from israel, it was reported that during set up for a cori assisted tka surgery, when they tried to plug in the real intelligence robotic drill, the cori did not recognize it. When they tried to run a test for it, it said that it has an internal error. The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The patient outcome is reportedly okay. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, when they tried to plug in the real intelligence robotic drill, the cori did not recognize it. When they tried to run a test for it, it said that it has an internal error. The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The patient outcome is unknown.